Event description:
Pt had pci, pt graphix wire inadvertently went through the prox ob omb minivision stent. Wire would not come out. Tried advancing and pulling back. The wire tip fractured and broke. Tip left in pt.